Manufacturer narrative:
Correction information: g6: follow up #1. Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that the visibility became unclear due to the difficulty in removing the mucus adhering to the surface of the objective lens during the endoscopy. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 18-nov-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 19-nov-2014 . Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Patient involved - no known adverse event. Customer reported during colonoscopy, scope became blurry and as a result it was difficult to visualize lining of the colon. This could result in missed diagnosis. Note: pentax canada received notification of this incident at (B)(6) hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.